Event description:
It was reported that the ports were cracking. As a result the staff were unable to insert the plugs(caps) in the ports. The ports were clamped off and the tube removed and replaced a few days later.